Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). Cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, a malfunction alarm was discovered. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.